Event description:
A report was received that a pt had a pocket revision due to discomfort. The physician repositioned the ipg to a more comfortable location. The pt is reportedly doing well following the procedure.